Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report having a seizure on (B)(6) 2015. Patient was wearing dexcom equipment at the time of the event. Patient does not know what current blood glucose (bg) readings were at the time of the reported event. Patient stated that paramedics were called by a neighbor. Patient stated that paramedics arrived on site and revived her. Patient was given an unknown (IV) intravenous medication. Patient reported that she recovered shortly after. At the time of contact, patient reported current condition as good. No additional event or patient information is available.